Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station drawer had a broken rail. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had a broken rail. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6) hospital.